Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. Evaluation of the sample finds for bent guide wire and backup tabs. The reported and deployment issues( not broken fasteners) are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 510 units released for distribution in (B)(6) 2022. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue.". Note, the date of event and date of implant are estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: sample evaluated.

Event description:
As reported, during a procedure, the optifix straight fixation device was used. It was reported that after fixating a few fasteners the device jammed, a fastener fell into the abdominal cavity and was removed. It was reported the fasteners were failing to fixate the mesh which delayed the procedure.